Event description:
The customer reported 2 false positive results with the ID now covid-19 assay on nasal samples. Rt-pcr confirmation tests (health center) for both patients generated negative results. Per the customer the patients was symptomatic. No additional patient information is provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860, test base part number 190-430 / lot m140860. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.